Event description:
It was reported that during a low anterior resection procedure the surgeon was doing a transection with the device and after firing, he was happy with the staple line at the proximal end but when his spr did a transanal inspection, the staple line had not formed at the distal end. The surgeon said the staple formed in a circular shape and that the staples at the distal end were apart. The patient was sutured transanally. The tissue was reported to be extremely thick. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.